Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial #:(B)(4) description: precision implantable pulse generator (ipg); model#: sc-4316, lot #: 15564052 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient's pain pattern changed as the lower back lead had migrated. The physician opted to replace and upgrade both of the patient's system. Correction to the initial MDR in describe event or problem, evaluation codes and additional MFR narrative. Should have been: additional suspect medical device components involved in the event: model#: sc-1110-02, serial #:(B)(4), description: precision implantable pulse generator (ipg), model#: sc-4316, lot #: 15564052, description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure of the thoracic and cervical scs systems. The thoracic ipg was replaced as it would not charge and the lead was revised for an unknown reason. Also the cervical ipg was replaced for an unknown reason. The patient was reportedly doing well post-operatively.